Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted during a generator change, however, there was issues with loss of capture (loc) on the right ventricular (rv) channel when the physician was running the rv threshold. However, there was confirmed capture through the device and through pacing system analyzer (psa) testing. A new device was successfully implanted in the device's place with no issues. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted during a generator change, however, there was issues with loss of capture (loc) on the right ventricular (rv) channel when the physician was running the rv threshold. However, there was confirmed capture through the device and through pacing system analyzer (psa) testing. A new device was successfully implanted in the device's place with no issues. No adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.